Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the brachial vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when inflated one time at 6atm for less than a minute. The device was then removed immediately via sheath and procedure was completed with another of the same device. There were no complications reported and patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the brachial vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when inflated one time at 6atm for less than a minute. The device was then removed immediately via sheath and procedure was completed with another of the same device. There were no complications reported and patient was stable after the procedure.